Event description:
It was reported that the patient accidentally disconnected both power sources from the controller during a power source change, leading to a loss of power to the ventricular assist device (vad). The patient reconnected the power sources and it was reported that the controller exhibited a controller fault alarm. The patient went to the emergency room (ER) to meet with the vad coordinator. The controller alarm resolved on its own upon arrival at the ER, and log data files were sent for review. The controller fault alarm was attributed to a connection loss during power-up and cleared by itself. No further alarms or abnormalities were observed in the data files. It was noted that the patient was using an alternative software controller. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Concomitant products: d224vrc ICD implanted (B)(6) 2010 7122 lead implanted (B)(6) 2010 694965 lead implanted (B)(6) 2004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis of the event file revealed that the controller contains modified software for the motor start algorithm. A controller power up event with an associated vad start event was logged on (B)(6) 2025 at 00:53:12, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 25% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 57% relative state of charge (rsoc). The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and the (B)(6) was connected to power port two (2). The controller was without power for thirteen (13) seconds between the power down time and the controller power-up event. No anomalies were recorded leading up to the loss of power. Additionally, a review of the controller event file revealed several pump motor controller (pmc) resets logged since (B)(6) 2025 at 00:53:18 triggering a controller fault alarm at 00:53:21. The pmc is responsible for capturing vad parameters, monitoring and maintaining the vad at the desired speed. If only one power source is connected following the controller power-up event, it is possible to induce a controller reset condition since the modified software for the motor start algorithm delivers maximum power to the vad instantly during start sequence. This sudden power demand can cause the voltage in the controller to drop low enough to trigger a controller reset. A successful vad start event was then logged at 00:53:42. As a result, the reported events were confirmed. CAPA pr00551638 investigated controller losses of power. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources, as described in the event details. CAPA pr00653386 investigated controller resets under single battery power source. Based on the investigation conducted, the most likely root cause of the pmc resets resulting in the controller fault alarm can be attributed to only one power source connected during the controller power-up sequence using a controller containing the modified software for the motor start algorithm. Even though these capas are now closed, (B)(6) falls in scope of these capas. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.